Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: case was during an appendectomy. A blue reload was used to transect the base of the appendix. Event description: the device normally requires 3 full trigger squeezes to fire the staples and then a 4th to divide the tissue. This device divided the tissue on the 3rd pull, it never fired the distal staples. Outcome: fortunately we were across the base enough and had an intact staple line. No adverse outcome was determined.

Event description:
It was reported that during a general procedure, general case, description to follow. Unknown how case was completed. There were no adverse consequences for the patient reported. One device will be returned.